Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the cap popping off the tubes in cooler, with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® plus plastic whole blood tube had the cap pop off the tube when placed in cooler. No injury or medical intervention.